Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data. Instrument data indicated dirty windows and an erratic reagent 1 probe dispense with foaming however, neither observation would impact ltni results. The instrument data was also indicative of reagent 2 probe (r2) foaming. While ltni method uses the r2 probe to deliver the reagent, it does not use r2 mix, which causes the foaming. There was no indication of sampler problem, however, the data indicated that the probe was not reaching over to the heterogeneous module wheel. Hsc concluded that the instrument was performing as expected. The cause of the discordant, falsely elevated ltni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension exl instrument and on the original instrument (s/n (B)(4)), resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.